Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported the string broke off the tampon upon removal. She experienced a rash, leaking, and extreme pain. She went to her doctor and was diagnosed with tss and prescribed doxycycline. Her health has improved.